Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified in aorta. A 7.0mmx40mmx135cm (4f) sterling and a 12.0 x 40, 75cm mustang balloon catheter were each used for dilatation. However, during the first inflation below the nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.